Event description:
Covidien was notified by a customer in the USA that "our paramedics pulled out a likely good endotracheal tube, not once but twice." The customer reports that paramedics responded to call for cardiac arrest of a patient during a sleep study. "The patient had end-tidal monitored during ventilations via bag-valve mask. During the intubation the paramedics failed to disconnect the smart capnoline plus and screw in the intubated filter line set. Glancing over at the monitor they noted that the orange end-tidal filter-line was screwed in and assumed someone changed it out. When they did not see a waveform they pulled the tube. The paramedic, re-intubated, and again did not see the waveform and pulled the tube. It was not until our field training officer intubated and when he did not see a waveform he started trouble shooting and found the intubated filter-line was not screwed in. He identified this quickly since this had occurred to him previously last fall." The exact date of event is unknown. More information has been requested from the customer.

Manufacturer narrative:
Confirmed that device was discarded and will not be returned for evaluation. Original packaging was discarded, and lot number was requested but unknown. No sample is expected for this complaint. This incident includes another device and is also reported on MFR report # 8044004-2014-00007. Per the instructions for use (IFU) for this product, the user should: when connecting a sampling line to the monitor, insert the sampling line connector clockwise into the monitor co2 port and turn the connector until it can no longer be turned, to ensure that it is connected securely to the monitor. This will assure that there is no leak of gases during measurement at the connection point and that measurement accuracy is not compromised. Following connection of the co2 sampling line, check that co2 values appear on the monitor display. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).